Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. The blood glucose reading was 34 mg/dl. She treated with glucose. Customer stated that she had gone for a walk that morning, did not eat as much as normal and was not wearing the sensor. Customer declined troubleshooting for this issue. Nothing further was reported.